Manufacturer narrative:
One fluid warmer was received for evaluation. Visual inspection of the device was found to be in poor condition. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. Device underwent functional testing, confirming the reported customer complaint. The device was found to be running but not pumping water as a result of a faulty pump. The problem source has been determined to be unknown.

Event description:
Information was received that device has a bad pump. No adverse effects reported.